Event description:
The customer reported that while the iabp wa in use on a patient, the iabp generated a "leak in iabp circuit" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the alarm in the log journal but was unable to duplicate the reported problem. In an unrelated repair the safety disk was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).